Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2t7ch); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that their healthcare provider (hcp) made a surgical adjustment to the lead yesterday because the lead was not close enough to the nerve going to their bladder. Event date for noticing the lead displacement was unknown. The patient said today they were walking the beach and they had a leak, and then later they had more than a leak. The patient wanted assistance making an adjustment. Patient services walked patient through how to connect to their implant and increase their stimulation. The patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. They were redirected to their doctor if the issue persists.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2t7ch implanted: (B)(6) 2023: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that since they last spoke with patient services they were still not able to control their bladder. Patient called because they were hoping to make an adjustment. Patient stated they hadn't yet reached out totheir health care provider (hcp),but they wanted to make a change. Patient services walked the patient through connecting to their therapy settings. The therapy was on. Patient had already increased their stimulation on their current program previously with patient services and they stated they'd never tried other programs before so they opted to switch to a new program and increased the stimulation to a comfortable level where they felt the stimulation in their bike seat region. Patient to monitor their symptoms now that a change had been made and stated they would reach out to their hcp if they still had symptom concerns. Patient also stated they would call back if they needed further assistance making a change in the future..